Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. It was reported that the rvad went from auto to fixed mode at 60 bpm with - - - for the flow reading. The electric lead was noted to be disconnected and replaced, and the patient remained in fixed mode and was asymptomatic. It was discussed that because the electric lead was out, the fill signal was lost and the driver went to fixed mode. The vad coordinator was instructed to press the mode button and return to auto mode. During the evening of (B)(6) 2015, there was a loss of fill signal when transferring the patient from wheelchair to bed. Equipment troubleshooting steps were taken but there was no fill signal. The patient was switched back to a dual drive console and lost consciousness for approximately 10 seconds during the switch. An intermittent fill signal was subsequently achieved. On the morning of (B)(6) 2015, the intermittent loss of fill signal continued on the rvad despite giving the patient 2 units of blood and 250cc albumin. The patient was stable and asymptomatic. Lvad was functioning as expected. Pressures were within normal limits and all connections were intact and without damage. There were no visible clots in the pump. X-rays were reviewed from time of insertion and the right cannula was slightly bent in the distal region. The driver was connected to a demo pump and was found to function as intended. On (B)(6) 2015, the rvad sync alarmed frequently. Sometimes the patient was able to generate 70 bpm in volume mode, but quickly went to backup rate of 60 bpm. A computed tomography angiography was performed. The patient¿s lactate dehydrogenase and hematocrit levels are stable and the patient is doing well clinically. The patient is currently on the driver and will be discharged to rehab.

Manufacturer narrative:
Approximate age of device: 49 months. The device manufacture date was estimated. The patient remains ongoing and continues on pvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remained in use and was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.